Event description:
It was reported to siemens that a malfunction occurred while operating the sensis vibe hemo system. During a surgery, the user reported discrepancies of spo2 measurements values. The values showed a discrepancy up to 20% in comparison to other measurement devices. Additional information was provided that the procedure was completed on an alternate unit. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Manufacturer narrative:
H3: code 4247 was used for inaccuracy. H3, h6: the investigation was performed based on expert discussions considering complaint description, customer service reports, system history, system log files, and event simulation. According to the initial information provided, a failure of the spo2 measurement (noninvasive way of measuring blood oxygen saturation) occurred during an interventional procedure. However, the complaint was more of a general nature. The user complains about the spo2 performance of the sensis vibe system. No health consequence was communicated. Root cause analysis involved selecting a sample that represents the problem at the customer site. The log file investigation revealed that the system notifies the user of bad spo2 signal quality by a yellow blinking display on live monitor and an indication of signal quality (good, weak, poor). In addition, an audible vital sign alarm is activated when the spo2 value falls below the alarm threshold. This is confirmed for this system by the case studied. The investigation revealed that the sensis system worked as specified and without malfunction. The sensor used during this case is made by another manufacturer and claims to have a precise spo2 reading, which could provide lower (approximately 2-3%) spo2 readings compared to pulse oximeters from other manufacturers. However, the reported case sporadically shows an even higher deviation of up to 20%. This deviation cannot be explained by the chosen hardware but must be considered as a contributing factor. A simulation was performed, and the problem was reproduced when the sensor slides off the finger and/or the signal amplitude is greatly reduced. The sensor manufacturer was informed about the observed behavior to improve it in the future. The instruction for use gives adequate guidance on proper spo2 sensor handling. Furthermore, the user was informed by siemens service about available information to improve spo2 measurements and about potential measures to achieve a stable and reliable signal. The incident described in the event was not classified as a reportable adverse event after the detailed investigation, because neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected, since the corresponding probability according to the risk analysis is in the range of inconceivable. H11: corrected data: g2: report source - health professional should have been checked in the initial report submitted to the FDA on june 05, 2023.